Event description:
Rn found patient with leaking PICC line and non-occlusive dressing due to leaking. Old dressing was removed. PICC line was leaking between the purple and white parts of the catheter. Patient is on ventilator and therefore not being taken in and out of bed. There was clear tape that had been placed over tegaderm and also a posey was over the tape and tegaderm so that the whole line could not be visualized. PICC line was repaired using PICC repair kit. Line was cleaned with chloraprep and re-dressed with sterile dressing so that line can be visualized. Peds surgical fellow on call was notified.